Event description:
It was reported by the clinician that the procedure was being performed on a male patient in the operating theater. After the balloon was prepped, they attempted to insert the balloon into the sheath. The balloon unwrapped and was not able to be advanced into the sheath. As a result, another catheter was opened and used. There were no patient complications reported.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.